Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 50% to 20% while connected a power source. In addition, the pump was unable to be charged despite the attempt of multiple wall adapters. The customer's blood glucose level was 286-415 (mg/dl) with moderate ketones. The customer did not feel well as a result of the ketones. A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.